Event description:
Customer reported, the system los phaco power during surgery. The surgery was completed using a different phaco system and three subsequent surgeries were cancelled. No pt injury reported.

Manufacturer narrative:
The device history record was reviewed and there were no mfg issues during assembly/testing. The complaint history was reviewed and there were no other complaints reported for this sys. No samples were returned for eval. A company service rep evaluated the device and was unable to reproduce the reported issue. The sys was found to meet all specifications. During our investigation, the facility reported reusing single-use tips and sleeves and are not allowing the handpiece to cool after autoclaving. Root cause: unable to confirm reported issue; unable to establish root cause. This report mailed in to FDA on: 9/5/2007.